Event description:
It was reported that the bd ultra-fine¿ insulin syringe had molding defect - short shots on barrel before use. The following information was provided by the initial reporter, translated from japanese to english: ¿before use, healthcare worker noticed damage on the barrel in the flange area. No broken piece was found in a polybag."

Manufacturer narrative:
H6: investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is damage on the barrel in the flange nearby area. The returned syringe was examined and exhibited a piece of the barrel broken off near the flange and a deformed stopper. A review of the device history record was completed for batch# 8239936. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200778012] noted that did not pertain to the complaint. There were two (2) notifications [200778013, 200777850] noted for damaged tips. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had molding defect - short shots on barrel before use. The following information was provided by the initial reporter, translated from (B)(6): ¿before use, healthcare worker noticed damage on the barrel in the flange area. No broken piece was found in a polybag."